Event description:
It was reported that after the patient underwent intracranial aneurysm coiling procedure assisted with an enterprise stent assisted intracranial aneurysm, the stent thrombosed. The patient was bought back to the suite and performed lytic therapy. No further information was provided.

Manufacturer narrative:
Please note: the catalog code entered represents an unknown enterprise vrd, since the catalog and lot number for the actual product used in the patient is unknown. Also, the event date provided was (B)(6) 2011. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that after the patient underwent intracranial aneurysm coiling procedure assisted with an enterprise stent assisted, the stent thrombosed later that day. The patient was brought back to the suite and performed lytic therapy. With follow-up investigation regarding the procedure and the event, it was reported that after talking to the radiologist it was determined this was not an adverse event and the complaint was no longer needed. No additional information has been provided in response to multiple investigational efforts regarding the initially reported event or the basis of the report that it was not an adverse event. The stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Based on the lack of clinical and procedural information and with no information regarding the follow-up report that this was not an adverse event; no conclusion can be made regarding the initially reported thrombotic event, the relationship to the enterprise vrd, contributing factors or root cause. Therefore, no corrective actions will be taken at this time.